Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 690 mg/dl. The customer states that high blood glucose 400 mg/dl dropped to the 50 mg/dl. Customer's other relevant blood glucose was 490 mg/dl, 150 mg/dl, 413 mg/dl, 458 mg/dl, 230 mg/dl, 195 mg/dl, 197 mg/dl, 425 mg/dl, 435 mg/dl, 549 mg/dl, 409 mg/dl, 500 mg/dl, 745 mg/dl. Customer also reported that insulin pump was not working properly. Customer treated with juice for low blood glucose. The customer did experienced the symptoms such as nausea and vomiting. The customer was treated by manual injection and insulin pump. Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. Customer has been using insulin pump system within 48 hours of reported high bg event. Based on customer report customer does not allege pump was under delivering. Customer reported that insulin exited at the quick release. Customer was assisted with high pressure test and it was passed. The reservoir will not be returned for analysis. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inch